Event description:
The customer reported that the system produced uncommanded x-rays during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and interconnect cable were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.